Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-03054. Concomitant medical products: liner neutral 32 mm i.d. Size ii for use with 52 mm o.d. Size ii shell catalog#: 00875101032 lot#: 63541972 unknown cup unknown shell. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient was revised approximately one week post-implantation due to dislocation. It was reported the patient experienced several dislocations during the early post operation period. The liner was revised, but no information on whether the head was revised. Attempts have been made and additional information on the reported event is unavailable at this time.